Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 14dec2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. Philip's service engineer (se) inspected the device and verified the reported issue. The se replaced the backlight inverter printed circuit board assembly (pcba) and the color liquid crystal display (lcd).

Event description:
It was reported that a v1000 ventilator would not switch on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.